Event description:
It was reported that the 7700 florastar system would not boot up prior to a case. No pt injury was reported.

Manufacturer narrative:
The service call was cancelled by the customer. A follow up report will be filed when additional details become available.